Event description:
Pt was revised because the stem did not ingrow.

Manufacturer narrative:
The product was not returned for examination. The investigation could not draw any conclusions about the reported event without the product to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.